Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer was changing pump supplies, the customer inadvertently left the infusion set connected to their body during the fill tubing process. Customer had programmed 30 units of insulin during the fill tubing; however, during the process, customer stopped and restarted the refilling 3 times. Customer's blood glucose (bg) was 130 mg/dl and was predicted to lower. Customer disconnected from the pump, drank a soda and went to the emergency room. Customer was treated with intravenous dextrose and was admitted for an overnight stay to be monitored. Potassium tested normal. Customer was stable. Customer acknowledged event was due to use error.